Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. Difficulty and frequently charging the implantable pulse generator (ipg) was also noted. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.